Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 274806 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive but then was negative when retested in the wl in question. The repeat testing was taken from a vtm tube. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or reagent preparation issues. The sample and retest tubes had rlus close to the positive threshold, so the sample was likely mishandled or low-target and would not repeat when retested. Hologic technical support (ts) relayed this information to customer, who then informed ts that there was not enough volume in the original tube. Customer had to add 500l to the retested sample, diluting the original target and likely leading to the discrepant results. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.